Manufacturer narrative:
The information provided did not specify the location of leak. Root cause is unknown. There is no patient involvement reported. There is no adverse event. Additional attempts to get the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
Two smartez pumps (model# se0200-100, lot# s8e20) containing cefepime 2 grams / 0.9% , sodium chloride 100 ml leaked.100ml,200 ml/hr.